Event description:
It was reported that the patient presented to the emergency room for diaphragmatic stimulation. It was also reported that an echocardiogram revealed that the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.